Manufacturer narrative:
The complaint for this report has been determined to be a duplicate of complaint (B)(4) please refer to 1219602-2018-01182.

Event description:
It was reported that the t2 failed to deploy. A backup device was available to complete the procedure with no delay or patient injuries.